Event description:
It was reported by repair work order that the power load will not lower in power or manual mode due to a bent slic pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.